Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, it was difficult to drain water from the foley catheter. Medicon syringe was used.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The reported event is confirmed manufacturing related. CAPA 11881143 was initiated to address the reported event. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe. Visual inspection of the sample noted using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and upon inflation strong resistance encountered. With the return syringe attached the balloon was not able to inflate 10ml into catheter. Upon dissection slight blockage was found on inflation lumen pathway. This is out of specification per (B)(4), revision 13, which states, "the transition between the tube and the funnel must be smooth and fully adhered to the tube". This specific complaint allegation was part of a broader investigation captured in CAPA 11881143. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, it was difficult to drain water from the foley catheter. Medicon syringe was used.